Event description:
It was reported that while using the ilet, the user experienced elevated blood glucose of 183¿187 mg/dl after eating a snack without making a meal announcement; the user had recently changed the infusion site and the agent advised allowing time for the pump to correct, with no alerts or alarms reported. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included a minor, non-serious impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem and identified a usage issue related to an improper or incorrect procedure, specifically failure to follow instructions for announcing a meal via the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.

Manufacturer narrative:
Initial.